Manufacturer narrative:
Device passed displacement test. Device was received with no vibration during self test due to broken or cold solder joint of vibrator motor wire on power board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibrate anomaly during alarm test. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.